Manufacturer narrative:
H6. Investigation results-there is no information about the optetrak logic devices provided. The cause of the patient¿s pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. The patient has bilateral knee replacements. These devices are used for treatment not diagnosis. There is no additional information available. Upon investigation it was determined that the device information provided and reported was not correct. No additional information is available.

Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Concomitant medical product(s): optetrak logic tibial tray trapezoid - catalog no. 02-012-41-4040 - serial no. (B)(4); optetrak logic femoral component posterior stabilized - catalog no. 02- 010-01-0340 - serial no. (B)(4); optetrak 3 peg patella - catalog no. 200-02-32 - lot no. (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via legal notification that the patient underwent a right total knee replacement on (B)(6) 2016. After an initial recovery period and for a period of years thereafter, patient¿s devices performed as expected. In recent months, patient has begun to experience persistent pain, swelling, clicking, and instability in both knees. The patient¿s treating orthopedic surgeon has indicated that a revision surgery will likely be necessary. No device return anticipated due to this being a legal case. No further information.